Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittently open blue (+5v) wire in the cable between ECG "c" and "d." The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that the patient was receiving "adjust belt" messages.